Event description:
Event description cpi received information that both of these leads, a ventricular bipolar pacing lead (4262) and a sweet tip bipolar lead (4269) were removed from service because of damage from clavicular crush.